Event description:
It was reported to philips that the system could not perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in use for a planned coronary treatment procedure. The procedure was delayed for about 10 minutes before being completed on the same device. A philips remote service engineer (rse) inspected the system remotely and spoke with the customer, who indicated that the irradiation field was narrowed and shrunk because the shutter was almost closed, resulting in a magnified image and an inability to irradiate. However, analysis of the system logs indicated that exposure was possible and the shutters were not closed at the time of the event. No abnormalities were confirmed with the device. After rse finished their assessment, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.